Event description:
Boston scientific received info that this right ventricular lead has exhibited increased thresholds since shortly after implant and are now 2.5 volts. It was reported that this lead was also exhibiting intermittent sensing of premature ventricular contractions (pvc). The pt is pacer dependent. Boston scientific technical services discussed programming and options. The field rep was to discuss with physician. It was reported that this pt would be scheduled for a replacement in the future. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.